Event description:
International customer reported to siemens healthcare inc that she sustained a needle stick to her finger from the automatic closed tube sampling needle while attempting to unblock the autosampler arm of the advia 2120i with autosampler. The system operator cleaned and disinfected the wound. The operator then registered the event with the facility health department and was placed into an internal protocol for accidents with biological risks. The operator did not go to the emergency room. The operator did not receive any antiviral therapy or other medical intervention. The operator is reported as well and working normally.

Manufacturer narrative:
The system operator was wearing personal protective equipment at the time of the event. The instrument is performing within specifications. No further evaluation of the device is required.